Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Other relevant device(s) are: pn: 9735225r ln: unk, UDI: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while setting up for a procedure, the monitors of the navigation system were "flashing". There was no patient present when this issue was identified.